Event description:
It was reported the atakr rf (radio-frequency) generator did not power on with the foot switch while the unit was in use with a patient. A different foot pedal was used, and the unit powered on. The foot pedal was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.